Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) implant procedure there was difficulty placing the right ventricular (rv) lead due to difficult patient anatomy. There were high rv thresholds after multiple positioning attempts after which the lead helix could not be rotated or closed after multiple rotations. The implanting physician was unable to fix the lead in the myocardium. It was further reported that the patient had severe tricuspid regurgitation during the procedure. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.